Event description:
A (B)(6) male pt's daughter contacted zoll customer support to report constant going alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (constant gong alarms) has been confirmed. As received, the belt failed the hi-pot therapy electrode (te) recognition test and pulse test. Upon eval, there was a solder bridge across capacitors c767 and c769 on the pca board inside the distribution node (dn). The cause of the gong alarms is the failure to recognize the tes, confirmed by incoming testing. The cause of the test failures is the solder bridge between the two capacitors, which would short the components. The root cause of the solder bridge cannot be positively identified but is likely assembly error. No adverse event resulted from the defective pca board. The pt received a replacement electrode belt.